Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 15.05ng/ml on one patient sample. The result was reported out of the lab and questioned by the physician. The original specimen was re-centrifuged and then re-tested. The repeated result was 0.01ng/ml. A corrected report was sent out. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum and it was centrifuged at 3,600 g for ten minutes. The sample appearance was normal. No issue with qc was noted. A system check performed on (B)(4) 2010 was within specifications. There were no flags or errors associated with the erroneous result. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.